Event description:
It was reported that when a patient presented in-clinic, fluctuations in pacing lead impedance and r-wave amplitude were observed. When the patient presented for a generator change-out due to eri 1 month later, the fluctuating measurements were still present. The physician elected to cap and replace the lead. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).